Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that the current ins is really ¿touchy¿ and the ins recharger must be placed just right to charge it. It was reported that ins was depleting too quickly. It was reported that there hadn¿t been any recent programming changes and it is at 2.60. It was reported that it is difficult to connect the ins using the ins recharger. No patient complications have been reported because of this event. No symptom was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their weight at the time of the event and that the replacement of the insr antenna had the recharging issue. No symptoms or additional complications were reported.